Event description:
It was reported that during a ptca treatment procedure, the tip of the luge guidewire fractured and detached. Upon advancement of the luge guidewire into the proximal right coronary artery lesion, the physician realized the tip of the wire had fractured and remained in the proximal region of the coronary artery. The physician successfully advanced a pt2 wire down into the rca. A 3.5/10 mm cutting balloon was inflated three times in the proximal rca. A 3.5/12 mm taxus stent was inserted into the mid rca, next to the wire, pushing the wire tip forward toward the mid rca region. The size of the stent was not ideal, and was therefore removed. A 2.5/15 mm maverick balloon was inflated to 2-4 atms distal to the wire fragment. The physician attempted to drag the balloon proximally in an attempt to drag the wire portion out, but was unsuccessful. A filter wire was placed distal to the wire tip and the physician attempted to pull proximally, to try to catch the wire inside of the filter, but this was also unsuccessful. A 3.5/20 mm taxus was deployed, pinning a large portion of the wire into the wall. A second 3.5/20 mm taxus was deployed distal to the first 3.5x20 mm taxus stent. A 3.5/16 mm taxus stent was successfully implanted in the ostium of the right coronary artery as was originally planned. The pt remained in good condition throughout the procedure, without symptoms or st elevation, and was made aware of the complications. The procedure was successfully completed.